Manufacturer narrative:
It was reported that the ventilator had a leakage. The ventilator was investigated by our field service engineer on site and the leakage was due to residue after nebulization, the expiratory cassette was cleaned which solved the issue. No parts have been replaced nor returned for technical investigation. Therefore, the true root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref #: (B)(4).